Event description:
During shift check, the autopulse platform (B)(4) displayed ua45 (not at "home" position after power-on/restart) error message. The customer was able to clear the ua45 error by following the instructions provided by the zoll personnel. After clearing the error, the customer tested the autopulse platform using the new lifeband, and the platform functioned as intended. No patient involvement.

Manufacturer narrative:
The autopulse platform (B)(4) involved in the reported complaint will not be returned for evaluation because the customer cleared the user advisory (ua) 45 (not at "home" position after power-on/restart) error message by following the instructions provided by the zoll personnel. The customer tested the autopulse platform, and the platform functioned as intended. Therefore, service was not required to be performed by zoll. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.